Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid colectomy, there was a poor staple formation - the middle part of the staple line did not form b shape. A surgical intervention was needed. The surgical time was extended by more than 30 minutes due the issue. In order to resolve the issue the anastomosis was hand sew. There was no patient injury.